Event description:
The reported issue with this product is that the icp reading is negative without a trace. Catheter was in the pt less than 24 hours when it began reading negative values after the pt was moved for a portable head CT. Catheter was not replaced. Continued icp monitoring with ventricular transducer.

Manufacturer narrative:
To date, the device has not been received for eval. An investigation has been initiated based on the reported incident.